Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent tricuspid regurgitation (tr). The reported dyspnea appears to be a cascading effect of the recurrent tr. Tr and dyspnea are listed in the instructions for use as a known possible complication associated with triclip procedures. The reported hospitalization and medication required were results of case specific circumstances as the patient returned to the hospital and medication was provided as treatment. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
(B)(6) - bright EU pas. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with tricuspid regurgitation (tr). Two xt triclips were successfully delivered and deployed, reducing the tr to moderate. There were no complications. On (B)(6) 2024, atrial fibrillation (pre-existing - permanent condition), along with recurrent, severe tr was noted on a follow-up echocardiogram. On (B)(6) 2024, the patient was admitted to the hospital with dyspnea due to recurrent tr. On (B)(6) 2024, the patient was admitted to the hospital again with dyspnea due to recurrent tr. Reportedly, there was no device malfunction, and no device related tissue injury observed. Conservative therapy (medications) had been provided as treatment. The patient has been discharged from the hospital in stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.